Event description:
Intuvie received a report indicating the pump did not alert us that there was air in the tubing. There was no patient harm reported.

Manufacturer narrative:
Intuvie received a report indicating the pump did not alert us that there was air in the tubing. A review of the device's serial number history revealed one prior similar complaint. The failure mode was not confirmed, and the cause remains undetermined. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).